Event description:
It was reported that after an MRI scan the pacemaker stopped to stimulate. The patient fainted. After using the emergency vvi pacing button on the renamic, the device started to pace again in an emergency-mode. The device was explanted and a whole new system was implanted on the left side.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was successfully interrogated and the pacemaker¿s memory content was analyzed. The device switched to the eri battery status on (B)(6) 2024. The analyzed data showed that the eri battery status was triggered by a programmed high current consumption program. Further, the log data showed several loss of capture detections as well as fluctuating right ventricular thresholds. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. The analysis of the device is currently ongoing. As soon as the analysis is completed, this report will be updated.

Event description:
It was reported that after a MRI scan the pacemaker stopped to stimulate. The patient fainted. After using the emergency vvi pacing button on the renamic, the device started to pace again in an emergency-mode. The device was explanted and a whole new system was implanted on the left side.

Event description:
It was reported that after an MRI scan the pacemaker stopped to stimulate. The patient fainted. After using the emergency vvi pacing button on the renamic, the device started to pace again in an emergency-mode. The device was explanted and a whole new system was implanted on the left side.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was successfully interrogated and the pacemaker¿s memory content was analyzed. The device switched to the eri battery status on (B)(6) 2024. The analyzed data showed that the eri battery status was triggered by a programmed high current consumption program and not due to a depleted battery. Further, the log data showed several losses of capture detections as well as fluctuating right ventricular thresholds. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by reprogramming. However, the notification of the eri battery status takes place only upon new device interrogation. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. The root cause for the fluctuating rv thresholds and loss of capture detections were not conclusively determinable. However, based on these findings the integrity of the ventricular lead cannot be assured.